Manufacturer narrative:
G4: 3/21/1997.

Event description:
A patient being treated with co device, configured by the hospital using an co blender and a non-co flowmeter, suddenly developed increased co2 levels. The patient was removed from the device and administered oxygen and fully recovered. There was no information available from the hospital regarding if or how the patient was monitored. The hospital's biomedical engineer evaluated the co equipment and found nothing wrong with the product. The unit was unavailable for co's evaluation. The hospital was unable to provide any further details regarding the age or model of the unit. The operation and maintenance manual that accompanies this product instructs the user to perform the checkout procedure prior to using it on a patient. This procedure instructs the user to verify oxygen concentrations detected at this time. Based on the above information and the unavailability of any additional details, no further action will be taken.